Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: review of the black box data revealed the last basal delivery was recorded on (B)(4) 2018. The black box data from the date of the alleged issue, (B)(4) 2018 was not available. The black box records show a time/date reset to default setting after a power on reset event on (B)(4) 2018 at 15:03. Delivery resumed at 15:29. There was a record of unexplained power on reset at 15:39 on (B)(4) 2018 and delivery resumed at 15:51. On investigation, the pump powered on normally and was exercised for 24 hours without issue. At the end of the 24-hour exercise, the battery was removed from the pump for a period of 6 hours. When the battery was reinserted, the time and date reset to the default setting. This issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The total daily doses added up to correctly reflect the user¿s programmed basal rate indicating that the pump was delivering accurately and within range.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, it was reported that the patient experienced a blood glucose reading of 53 mg/dl with confusion and unsteadiness when walking and standing. At the same time it was reported that the time and date reset to default when the battery was taken out of the pump. The pump requires that the user confirm the verify screen to make certain the settings are correct. This complaint does not usually cause an adverse event if the user correctly sets the time and date. This complaint is being reported because the time/date reset issue may have been a contributing factor in the hypoglycemic event.